Event description:
It was reported by a catheter lab technician, to the biomedical engineer, that the atrial side of the epg (external pulse generator) was not working. Follow-up attempts to obtain specific details on what was not working were unsuccessful. The epg was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases and side bail covers are broken. The ring cover is contaminated.